Event description:
Report rec'd from the USA stating that there was an e2 error message on the console during a microdiectomy surgery. No injuries or medical intervention was reported to have occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).